Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis¿ medstation¿ es auxiliary, station is not powering on. A nurse is supposed to pull out some meds when they saw that the station is powered off. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis¿ medstation¿ es auxiliary, station is not powering on. A nurse is supposed to pull out some meds when they saw that the station is powered off. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had failed to power on. The field service engineer (fse) found the station screen black and unable to reboot. The issue was isolated to drawer, where the drawer controller was drawing high current. The controller was replaced. The system was tested using the hardware test application and the dispensing application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.